Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital with expressive aphasia. The patient had experienced a left parietal-temporal cerebrovascular accident. The patient was monitored and was discharged on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the pump and the patient¿s symptoms could not be determined; however, the instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. No alarms were reported and no log files were submitted. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.